Event description:
Rptr c/o nerve inflammation and damage in spine. Tumors and pain in lymph nodes in groin. Severe chronic pain in lower spine. Tumors on lower spine. Chronic fatigue. Covs problems like severe forgetfulness and "losing it." Pain deep in vagina.